Event description:
Boston scientific received information that right ventricular (rv) lead pacing impedance measurements increased from approximately 500 ohms to 1,900 ohms. Noise resulting in two inappropriate shocks was observed. Addiitionally, pacing threshold measurements had increased. The patient with the device system was not pacemaker dependent, therefore, no asystole was observed. The pace/sense portion of the rv lead was surgically abandoned. Additional information was received that the lead was found to have been fractured due to subclavian crush. A revision procedure was performed and the lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.